Manufacturer narrative:
The hill-rom technician found that "d" pins were bent along with worn springs and loose hardware. He installed a siderail upgrade kit to resolve the issue.

Event description:
Customer alleged the siderails are stiff and not easily latching.